Manufacturer narrative:
Follow-up # 3 ¿ (B)(4). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 suberror 2 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2 - correction and additional information - 11/18/2013. Date testing completed for the test strips product has been updated to 11/18/2013 by product analysis from originally submitted 9/4/2013.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging an error 4 message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.